Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The day of the event the experienced inaccurate cgm readings, but no cgm nor blood glucose readings were reported from the event. The patient reported experienced hyperglycemia and reported seeking medical attention. No specific symptoms were reported but the hyperglycemic event was confirmed at the hospital. The patient was treated with intravenous fluids. No further medication was reported. No further medication was reported and the patient was discharged after spending ¿a few hours¿ at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.